Event description:
Originating from distributor the complaint was given as "blood leakage into the water flow pathway connected to the heater cooler unit". On reviewing the available info, a 3.5kg pt was undergoing a cardiac repair and was cooled to 18c following which circulatory arrest was instituted and recirculation of the extracorporeal blood was continued through a recirculation line. After about 10 mins of recirculation blood was detected in the (oxygenator) water outlet tube connected to the heater cooler unit. The oxygenator was changed out and the procedure continuted and concluded. There was no damage to the pt who has recovered normally. The oxygenator was rec'd at polystan on 08/21/98 and tested on the same day in an in vitro circuit. The results are as follows: test 1. With a pressure on the blood side of the oxygenator of 100 mmhg a water to blood leak was determined in the heat exchanger compartment during a 60 min test period equivalent to 0.145 ml/min. Test 2. With a pressure on the blood side of the heat exchanger compartment of 375 mmhg and the inlet and outlet headers removed a blood the water leak was determined equivalent to 6.4 ml/min. The leak was determined at the bottom of the heat exchanger module involving an area surrounding 4 to 5 of the inner stainless steel tubes at their interface with the polyurethane potting compound. Corrective actions have been instituted to investigate further and eliminate this leak possibility.